Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed store data as well as available programming options, with sense b electrode issues suspected. Ts recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.